Event description:
Patient reported that her smiths medical cadd legacy displays a ?no disposable" message. No adverse patient effects were reported.

Manufacturer narrative:
Customer reported that her device displayed no disposable message. Tamper seals were intact, device was in good condition. Ran the unit with empty cassette from previous setting last user's setting for a few times and could not duplicated report error. No problem was found. Unable determine what caused the problem.replaced dso sensor as preventive measure.

Event description:
It was reported that her cadd legacy #400040 displays no disposable message . No patient injury was involved.

Manufacturer narrative:
Customer reported that her device displayed no disposable message. Tamper seals were intact, device was in good condition. Ran the unit with empty cassette from previous setting last user's setting for a few times and could not duplicated report error. No problem was found. Unable determine what caused the problem. Replaced dso sensor as preventive measure.

Event description:
It was reported that her cadd legacy displays no disposable message . No patient injury was involved.

Manufacturer narrative:
Customer reported that her caddy legacy was displaying no disposable message. Tamper seals were intact, device was in good condition. Ran the unit with empty cassette from previous setting last user. No problem was found. Unable determine what caused the problem. Replaced dso sensor as preventive measure.

Event description:
It was reported that her cadd legacy displays no disposable message . No patient injury was involved.